Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant the patient was examined while in the hospital due to high right ventricular (rv) lead pacing threshold, decreased r-wave amplitude, and apparent loss of capture that was discovered due to the rv lead perforating the heart. Immediate action was not taken but blood cultures were taken that initially indicated a systemic infection leading to the explant of the patient's rv lead as well as the implantable pulse generator (ipg) and right atrial (ra) lead nine days later. The final blood cultures were negative and a new ipg, rv lead, and ra lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.